Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 6.3 and 5.5. The above results were taken within minutes of each other. Patient is not on heparin or lovenox and has not been hospitalized. Patient does not have cancer and is not anemic. Patient does not have hypo/hyperthyroidism and is not taking any antibiotics. Patient does not have lupus or aps. Customer then performed a test on three people in the lab with the results being 0.9, 0.9, 0.9.

Manufacturer narrative:
Investigation pending.